Event description:
Article found on website indicates that bilateral patient alleges that the knee replacement component parts did not conform to representations made because the components failed within a year after implantation. Suit papers indicate that the bilateral patient was revised in 2008. Patient further alleges "permanent nerve injury and joint failure."

Manufacturer narrative:
No products were submitted for evaluation. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.